Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo of a cvc extension line/luer hub. Visual analysis could not reveal any definite damage as the photo quality was blurred. A probable cause of the extension line/luer hub leak cannot be determined from the photo and without the sample to evaluate. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line leak could not be confirmed through examination of the customer supplied photo. The image showed a cvc extension line/luer hub; however, due to the image quality, the reported damage could not be officially confirmed. A device history record review was performed, and no relevant findings were identified. The probable cause of the extension line leak could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "small hole between brown head and catheter to cause leaking issue". The device was removed from the right groin and a new device was placed in the left groin. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "small hole between brown head and catheter to cause leaking issue". The device was removed from the right groin and a new device was placed in the left groin. No patient injury or complication reported. The patient's condition is reported as fine.